Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.5 x 15 mm nc trek was advanced to the lesion and when contrast was injected there was a leak out of the catheter. An unknown device was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.